Event description:
Event description: on or (B)(6) 2022 the patient sustained injuries as a result of trip and fall over a security band on the exterior sidewalk premises of the store. On or about (B)(6) 2022 the surgeon performed a right femur distal fracture surgical repair. On or about (B)(6) 2023 the patient underwent second surgery to replace the (B)(6) hardware installed due to infection related to surgery, (B)(6) hardware was defective in design and/or manufacture and past and present pain and suffering he allegedly sustained. This complaint involves unknown number of devices. Reference reports: mw5144705, mw5144706, mw5144707, mw5144708, mw5144709, mw5144710, mw5144711, mw5144712, mw5144713, mw5144714, mw5144715, mw5144716, mw5144717, mw5144718, mw5144719, mw5144720, mw5144722, mw5144723, mw5144724, mw5144725, mw5144726, mw5144727, mw5144728, mw5144729, mw5144730. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).